Event description:
It was reported that the customer's insulin pump was showing patterns that he was unable to turn off. Assisted customer with turning off the patterns. The customer's blood glucose was 420 mg/dl. The customer treated himself with a bolus delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.